Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd safetyglide¿ needles were blocked and couldn't deliver medicine during use. The following information was provided by the initial reporter: "customer reported to the sales rep "the needles are somehow blocked because we cannot push the plunger to move medicine through the needle"".

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1340735. D.4. Medical device expiration date: 01-dec-2021. H.4. Device manufacture date: 30-nov-2026. H.6. Investigation summary: in response to the event reported by the facility a device history review was conducted for batch number 1340735. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each batch of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. Based on the investigation with no sample analysis the symptom reported could not be confirmed. However, based on the device history record review the symptom reported is confirmed.

Event description:
It was reported that the bd safetyglide¿ needles were blocked and couldn't deliver medicine during use. The following information was provided by the initial reporter: "customer reported to the sales rep "the needles are somehow blocked because we cannot push the plunger to move medicine through the needle."

Manufacturer narrative:
The following field was corrected. The d.4. Medical device expiration date and h.4. Device manufacture date were inverted in the manufacturer narrative: d.4. Medical device expiration date: 30-nov-2026 h.4. Device manufacture date: 01-dec-2021.

Event description:
It was reported that the bd safetyglide¿ needles were blocked and couldn't deliver medicine during use. The following information was provided by the initial reporter: "customer reported to the sales rep "the needles are somehow blocked because we cannot push the plunger to move medicine through the needle""